Event description:
The patient developed "chronic hives/rash" two years after having gel-filled mammary prosthesis implanted. The cause of the rash is unknown. The patient's allergist requested a sample implant to test and try to determine the cause of the rash. The devices remain implanted. No other information is available at this time.